Event description:
The customer reported the probe of the coulter lh 500 hematology analyzer leaked about 2 ml of liquid when backwashing. The leak was contained inside the instrument. The customer was wearing a lab coat, goggles and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the blood sample valve (bsv) knob was loose. The fse tightened the bsv knob to resolve the leak issue. The fse also adjusted the primary aspiration pump to the correct specifications facilitating the proper aspiration. The instrument was returned to normal operation. (B)(4).